Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced urethral erosion on the right side. A surgical procedure was performed during which all components were removed, and a washout was completed. A tactra device was implanted on the left side only. No additional patient complications were reported.